Manufacturer narrative:
This lead was capped; therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. There were no adverse pt effects reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this lead was capped after displaying high thresholds (greater than 3v) and poor sensing (about 4mv). There were no adverse pt effects reported. The lead was actively implanted for approximately 11 years, 2 months.